Event description:
The nurse reported poor irrigation or no irrigation. The nurse stated a posterior capsule tear occurred. The surgeon did not fault any alcon product for the posterior capsule tear. The surgeon performed an anterior vitrectomy, but was unhappy all the vitreous were unable to be removed at the time. Additional information has been requested on the event and patient's status.

Manufacturer narrative:
The company service representative examined the system and found a sticking irrigation solenoid. The fluidics module was replaced and sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available.